Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanism was deformed. Functional testing of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric bypass. During stapling of the stomach, the jaws did not close completely on the tissue. The stapler partially fired and formed the staple line incompletely at the distal end. The loading unit became blocked after 5 cm of right stapling. To correct the issue, another loading unit was used. There was no patient harm. The patient outcome is alive, no injury.